Event description:
Report received stated the multifocal intraocular lens was explanted due to the patient's complaint of blurry vision and halos.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. Visual inspection of the optic took place and no optical deviations could be found. A review of complaint records revealed that no similar complaints from this order number were received. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.